Event description:
It was reported that the right ventricular (rv) lead exhibited an increasing thresholds trend which led to high thresholds and under sensing and the physician believed the lead had microdislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.